Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic proximal to mid left anterior descending artery. The physician deployed a non-bsc stent, then advanced the 3.5x8mm quantum maverick balloon to the lesion and inflated it to 12atms for a few seconds and it ruptured. The device was removed intact. The procedure was successfully completed with different device. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.